Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was 8.7 mmol/l. The customer reported that the screen went blank in the afternoon around and the customer changed the battery and it did not worked. It was also reported that the customer had a bit of sweat on the insulin pump. The troubleshooting was performed and was advised to insert a new battery. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted.